Event description:
It was reported prior to a revision surgery on (B)(6) 2023, the internal packaging of a synream reaming rod was damaged by the reaming rod pushing through the blue cover and the two layers of plastic packaging. This was discovered after opening the outer cardboard box which was not damaged. An alternate one rod was used. Patient was previously treated with a non-synthes tibial nail on an unknown date. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).